Event description:
As reported, after a successful deployment of 26mm sapien 3 ultra valve in the aortic position the physician noticed a hematoma at the access site. Upon further evaluation, the physician noted patient actively bleeding at the access site. The physician obtained contralateral access and place a 8mm peripheral angioplasty balloon across the bleeding site. The team then placed a 9mm x 5cm gore viabahn covered stent across the access site and post dilated with a 10mm x 6cm peripheral balloon. The patient remained hemodynamically stable throughout the procedure. The root cause of the, "hematoma and bleeding at the access site seemed to be due to a failed perclose suture. There was no alleged ew device malfunction that caused or contributed to the event and no damage / failure (other than normal use) to any ew device. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).